Event description:
This case concerns a product complaint reported by a consumer and is associated with an adverse event. The consumer experienced a problem with their insulin delivery device (humapen ergo 3ml). It is unknown what type of insulin the pt was using. The pt's conmeds are unknown. The pt reported that the delivery device was not dialing up the dose and the pt was not receiving correct dose. The pt experienced hyperglycemia which resulted in diabetic ketocacidosis. The pt was admitted to hosp. Pt was stablized and discharged 10 days later. The pt returned the pen (lot number a1361). Upon examination no fault was detected. The pt has fully recovered. The pt is no longer using the humapen, pt has reverted to the hyperdermic needles. This device was manufactured after the initial corrective action implemented in november 1998.